Manufacturer narrative:
E1 address 1: no. (B)(6). The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited dirt on the bending section cover. The issue was identified during a reprocessing. There were no reports of patient harm.